Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing a power issue with his one touch ultra meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter not turning on began on an unspecified time of (B)(6) 2011. He stated that he manages his diabetes with metformin and lantus insulin (no adjustments) and due to the alleged issue continued taking his usual dose of medication. The patient claims that a 'couple of days' after the alleged issue started, he felt 'dizzy and sweaty'. Reportedly on (B)(6) 2011, at 7:45 pm, his glucose was tested in the emergency room (ER), with an ER meter and a result of over '600 mg/dl' was obtained. The patient reported that on (B)(6) 2011, at 7:45pm he was allegedly treated by his hcp with 40u of insulin and 3 IV bags for a period of 12 hours. During the initial call with customer service, the agent noted that there was no information of misuse and the batteries had been very recently replaced and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia and the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.